Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 4 nasogastric statlocks were not sticking to skin even after using the attached preparation pad.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "remove oil and moisturizer from targeted skin area. Apply skin prep to the targeted statlock® device area for skin protection and enhanced pad adherence. Allow to dry completely. Contraindications: known tape or adhesive allergies. Warnings and precautions: avoid contacting the statlock® device with alcohol or acetone, both can weaken bonding of components and the statlock® device pad adherence." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 4 nasogastric statlocks were not sticking to skin even after using the attached preparation pad. Per customer follow up on (B)(6) 2025, it was reported that they currently just have the packaging of the product. The product was used on patients but there was no patient harm reported.